Event description:
It was reported that due to inflation issues starting in (B)(6) 2020 the patient will have his inflatable penile prosthesis (ipp) revised on a future date. It was further explained that the cylinders no longer remain inflated and after inflating the cylinders drain fluid and deflate. The physician reported that the you can hear air (or fluid) passing through the system.

Manufacturer narrative:
Additional information to a1: patient identifier, a2: date of birth, b5: event description, b7: other relevant history, e1: initial reporter country. Upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder body. Both of cylinders had multiple pinhole leaks in the proximal cylinder body due to wear at the folds; holes were present. Both cylinders had wear at folds in the cylinder body. The kink resistant tubing (krt) of cylinder 2 was worn to the filament; no leak was found in the krt. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and did not pass the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed the reported allegations related to fluid loss, hole, inflation and deflation issue; product analysis also identified a pump malfunction.

Event description:
It was reported that due to inflation issues starting in (B)(6) 2020 the patient had his inflatable penile prosthesis (ipp) explanted. It was further explained that the cylinders no longer remain inflated and after inflating the cylinders, they drain fluid and deflate. The physician reported that you can hear air (or fluid) passing through the system. Upon explant, the physician found no fluid in the device and a small hole was detected in one of the cylinders. The physician concluded that the fluid loss from the hole was the cause of the device performance issues. Patient outcome was reported as the patient not having anymore complications.

Event description:
It was reported that due to inflation issues starting in (B)(6) 2020 the patient had his inflatable penile prosthesis (ipp) explanted. It was further explained that the cylinders no longer remain inflated and after inflating the cylinders, they drain fluid and deflate. The physician reported that the you can hear air (or fluid) passing through the system. Upon explant, the physician found no fluid in the device and a small hole was detected in one of the cylinders. The physician concluded that the fluid loss from the hole was the cause of the device performance issues.

Event description:
It was reported that due to inflation issues starting in (B)(6) 2020 the patient had his inflatable penile prosthesis (ipp) explanted. It was further explained that the cylinders no longer remain inflated and after inflating the cylinders, they drain fluid and deflate. The physician reported that the you can hear air (or fluid) passing through the system. Upon explant, the physician found no fluid in the device and a small hole was detected in one of the cylinders. The physician concluded that the fluid loss from the hole was the cause of the device performance issues.

Manufacturer narrative:
Product analysis: the cylinders, pump, and reservoir were returned for analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder body. Both of cylinders had multiples pinhole leaks in the proximal cylinder body due to wear at folds; holes were present. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of cylinder 2 was worn to filament; no leak was found in the krt. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event; however, product analysis also identified pump malfunction. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'cause traced to component failure' was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary: product analysis confirmed the reported allegations related to fluid loss, hole, inflation and deflation issue. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder body. Both of cylinders had multiples pinhole leaks in the proximal cylinder body due to wear at folds; holes were present. Both cylinders had wear at fold in cylinder body. The krt of cylinder 2 was worn to filament; no leak was found in the krt. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event; however, product analysis also identified pump malfunction. DHR review/similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation.